Event description:
Boston scientific received information that the patient with this right atrial (ra) lead underwent a coronary bypass procedure. During this procedure, the ra lead became dislodged. The lead was explanted with no complications. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.